Event description:
It was reported that device diagnostics resulted in high impedance (dc dc code - 7). The device was programmed off and the patient was referred to surgeon for generator and lead replacement. The patient's mother indicated that the patient bumps into bedposts which pay have caused or contributed to the high impedance. No known surgical interventions have been performed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.